Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The target lesion was located in the tortuous and mildly calcified right coronary artery. The 3.5 x 38mm ion otw stent delivery was being loaded on to the guide wire outside of the patient when the stent was noticed to be flared on the proximal edge. The procedure was completed with a different device. There were no patient complications and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4) device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).